Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing as expected and multiple seals were required to complete the sealing process. The site stated there was no pt injury. Additional details about the incident were not provided.